Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle of the bd insulin syringe with bd ultra-fine¿ needle was uncapped in the bag, resulting in a needle stick. There was no report of exposure, injury, or medical intervention noted.

Event description:
It was reported that the needle of the bd insulin syringe with bd ultra-fine¿ needle was uncapped in the bag, resulting in a needle stick. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 7044696. All inspections were performed per the applicable operations qc specifications. There were five (5) notifications [(B)(4)] noted that did not pertain to the complaint. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle stick and the 1st related complaint for cannula shield separated on lot # 7044696. Based on the samples / photo(s) received the investigation concluded: - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Manufacturer narrative:
Investigation summary: customer returned (10) 1cc, 8mm, 31g syringes in an open poly bag from lot#: 7044696. Customer states that the syringe was uncapped in the bag and there was a needle stick. The returned poly bag was examined and exhibited one syringe with the shield off in the bag, exposing the cannula, which could cause a needle stick. A review of the device history record was completed for batch#: 7044696. All inspections were performed per the applicable operations qc specifications. There were five (5) notifications [200683679, 200683927, 200683678, 200683876, 200684441] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no CAPA is required at this time. Possible root cause is likely during the auto packaging operation that the shield could catch on the outside of the carton and when the product tamp station presses the air out of the bags the shield could be removed exposing the cannula. This would likely proceed through the system undetected unless it was detected during hourly visual inspections for missing components. Manufacturing has not taken additional steps for detection of this defect at this time.

Event description:
It was reported that the needle of the bd insulin syringe with bd ultra-fine¿ needle was uncapped in the bag, resulting in a needle stick. There was no report of exposure, injury, or medical intervention noted.

Event description:
It was reported that the needle of the bd insulin syringe with bd ultra-fine¿ needle was uncapped in the bag, resulting in a needle stick. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: male. Event attributed to: other. Device single use?: no. Device returned to manufacture: no.